Manufacturer narrative:
The instrument has been investigated. Customer reported nlna in position #11. The field svc engineer (fse) evaluated the instrument and found the tip clamp stuck in the "up" position. Fse replaced the tip clamp and cleaned the tip sleeve. The instrument was tested without further problem and was returned to expected operation.